Event description:
As reported, a patient who had been previously implanted with composix kugel mesh presented to the hospital with a fever. As reported an intestinal perforation with pus discharge was identified. No surgery was performed, and the patient is under observation.

Manufacturer narrative:
As reported a patient who was previously implanted with an composix kugel mesh presented with an intestinal perforation and is under observation, with no surgical intervention. Information is limited at this time; additional information has been requested. Based on the information available, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient outcome. Without a lot number a review of the manufacturing records cannot be conducted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.